Event description:
While on holiday, the child became unresponsive to sound, although the speech processor function was evidently normal. The pt had been apparently taking the processor off approx 2 weeks before this, complaining of a 'funny noise'. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.